Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The advocate indicated that the event has been occurring since last two months, but the event date for the specific reading in question was not provided, therefore, event date was captured as (B)(6) 2019. No product details were provided, therefore, lot #, model # and expiration date were not captured and device manufacture date could not be determined. This event is related to MDR # 1810909-2019-00290.

Event description:
The customer compared the blood glucose readings between his contour next meter and the doctor's contour meter and found that the contour meter was reading 100 mg/dl lower compared to the customer's contour next meter. Specific readings in question were not provided. There was no allegation of an adverse event. The test strips are not expected to be returned, since the doctor was the owner of contour meter and test strips. No product details were provided for the contour meter or test strips.